Manufacturer narrative:
The hill-rom technician found that the siderail mounting bracket was bent. He replaced the mounting bracket to resolve the issue.

Event description:
Information indicated the right hand siderail will not latch.